Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenotic and calcified lesion was located in the moderately tortuous antebrachial vein. The 5.0mm x 40mm sterling balloon catheter was advanced to the lesion and reported to have ruptured upon the first inflation at 13 atms; the duration of the inflation is unk. The procedure was completed with an unspecified different device. No pt injury or complications were reported. The pt's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed of by the user facility; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.